Manufacturer narrative:
There is no documentation that indicates there is a causal relationship between the liberty cycler or any fresenius products and the episode of pseudomonas aeruginosa peritonitis. The pdrn reasonably associated the probable cause of the peritonitis was breach in aseptic technique / touch contamination due to patient disconnecting when going to the bathroom, during ccpd therapy . Additionally, there is no allegations against any fresenius products and the event of pseudomonas aeruginosa peritonitis. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months and no lots could be determined. A device is not released unless the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis nurse that the patient had an event of peritonitis attributed to a breach in aseptic technique due to incorrectly disconnecting the extension set from the catheter while going to the bathroom. The patient was taken to the hospital and was treated in outpatient with vancomycin and ceftazidime. The nurse stated the patient is recovering and continuing ccpd therapy.